Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the side of the bag. The leak was observed during patient infusion at the patient¿s bedside. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of one sample was provided for evaluation. The photograph shows an eva tpn bag being held over a paper towel. Visual inspection revealed a damp spot on the paper towel; however, it could not be determined if the damp spot was due to a leak from the eva tpn bag or from another source. A leak from the eva tpn bag could not be verified based on the provided photo. The other six (6) samples were not provided for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and it was found that during manufacture, a leak test had been failed due to an incorrectly aligned machine part. The part was removed, aligned, and functionally tested to correct the issue. The affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.